Event description:
After 2 months of service life the device was returned for analysis because it stopped infusing drug. Healthcare professional reported pt suffered no complications and event was discovered at follow up. Device replaced.